Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was mis-identification of microorganisms. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: "mismatch between phoenix 100 and m50 measurement results. Did the failure occur with control or patient samples? Patient sample. What was the expected result and what was the result obtained by the client? S.aureus. What is the microorganism? It might be s.aureus."

Manufacturer narrative:
This complaint is no longer reportable. Additional information was received that the product involved is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. The previous MFR report (B)(4) should be considered canceled.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was mis-identification of microorganisms. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: "mismatch between phoenix 100 and m50 measurement results did the failure occur with control or patient samples? => patient sample what was the expected result and what was the result obtained by the client? => s.aureus what is the microorganism? => it might be s.aureus"